Manufacturer narrative:
The user reported a high blood glucose event requiring emergency department evaluation and treatment with IV fluids. Review of available information does not indicate a device malfunction, and log review showed manual shutdown inputs consistent with user interaction. The device was not returned for evaluation, and a follow-up report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2025 the user reported that on (B)(6) 2025 they experienced hyperglycemia with a bg of 480 mg/dl. The user performed multiple meal announcements and attempted to self-manage the high bg before deciding to seek medical evaluation. The user self-transported to the hospital where they were treated with IV fluids and discharged the same day in stable condition.